Manufacturer narrative:
Additional information received; it was noted that the guide was observed to be kinked. Originally it was positioned well but after the 2nd endoanchor was deployed and then repositioned the kink was observed as it was difficult to move the guide. It was noted to be working via a 20f sentrant sheath. Resistance was only felt on the 3rd attempt to reposition. There was vessel tortuosity in the iliac but it was not severe. With regard to the inadequate fabric coverage, it was noted that the fabric of the initial placed graft had migrated due to the type ia so the fabric of the initial placed stent graft was not covering the lsa sufficiently. Film evaluation summary: the exact cause of the reported stent graft migration and proximal type I endoleak could not be determined from the limited films returned. The anatomy at implant is unknown, the cause (and the distance) of the reported stent graft migration could not be determined since images immediately after implant were not available, and complete CT¿s/angiograms of the endoleak event were not returned. No stent graft issues were observed. Images showing the taa were also not seen in the returned films and the reported proximal type I endoleak or any other possible endoleak could not be assessed. It is possible that the endoleak observed was a type ia caused by an inadequate proximal seal due to a short seal length and/or inadequate stent graft radial apposition, that may have been exacerbated by the reported stent graft migration. Retrograde filling from the lsa may have also been the source of the reported endoleak. The cause of the reported events during implant of the endoanchors for treatment the type ia endoleak could not be determined. Images during implant were not returned, and the iliac anatomy could not be assessed. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and is pending analysis, and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that the patient presented with uncontrolled hypertension and chest pain and a CT scan was carried out. A type ia endoleak and stent graft migration was reported. The cause of the event was attributed to inadequate fabric coverage to give adequate seal. Heli-fx endoanchors were used to treat the type ia endoleak. It was reported that there was an issue with the reverse button of the heli-fx applier and the applier would not work initially. The applier was hit on a table by the physician to get the button to work and the applier then worked. It was also reported that the heli-fx guide had a large kink in it mid segment once it was in the patient and after a few uses. The guide was retrieved through manipulation over a stiff wire and the event was resolved. The physician reported the cause of the event was product related due to an error in the mechanism. Two endoanchors were deployed and the procedure was completed with no type ia endoleaks observed. No additional clinical sequelae were reported and the patient is fine.